Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following history. (B)(6). The pod was removed and the patient observed the cannula was bent. The pod was worn longer than 48 hours on the abdomen.

Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an alarm, indicating that a communication error occurred while the device was waiting for input from the pdm. Inspection of the device found the exposed portion of the soft cannula bent. Although this damage was observed, it cannot be determined when or how this damage occurred. No evidence was found that would result in a communication error occurring; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.